Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) device damaged as the result of two gunshots.

Event description:
It was reported that the device did not have telemetry or function after 2 gun shots to the device. Gun shots were self inflicted. The device was explanted and a new device was moved to the right side. No further patient complications were reported as a result of this event.